Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the they experienced high blood glucose insulin pump did not alarmed no delivery at the time of high pressure test. The customer¿s blood glucose level was 450 mg/dl. Advised customer that the insulin pump need to exchanged. Advised the insulin pump was not safe to be used and to revert backup plan. The insulin pump will not be returned for analysis.